Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3889, product type: lead. (B)(4).

Event description:
Information was received from an advanced evaluation trial patient. The patient reported that their wire became disconnected when they were taking a bath. It was indicated that the patient had reached out to their healthcare professional (hcp) but the issue was still not resolved at the time of report. No patient symptoms or further complications were reported or were expected.